Manufacturer narrative:
Procode. Common name: mih system, endovascular graft, aortic aneurysm treatment. Product code: mih. (B)(4). This event has been previously reported by the manufacturer under 9680654-2020-00009.

Event description:
The physician has confirmed a type 3 endoleak between the proximal and distal components.